Event description:
The complainant reported a male patient of an unknown age and unknown ethnicity was undergoing an operation was implanted with an impella 5.5 with smartassist device for mechanical circulatory support. While on support the impella 5.5 started leaking from the reservoir. There the clinical staff had to change the dextrose 5% solution to a dextrose 10% solution to reduce purge flow and proceeded with basic fixing to the reservoir. The patient was moved to the cardiac care unit (ccu) later after the procedure. In the ccu, the impella went into a complete stop. A device restart was attempted without success. The device was removed due to the failure mode. The impella 5.5 pump was exchanged for an impella cp.

Manufacturer narrative:
Although the impella 5.5 was exchanged for a cp, the date of explant is blank as this information is unknown at this time. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: adult patient requiring mechanical circulatory support (mcs) due to severe hemodynamic compromise. Device involved: impella 5.5 (primary support), impella cp (lv unloading), va-ECMO (backup support). Event description: impella 5.5 implanted for mcs support. Post-initiation, a leak was observed at the purge sidearm; clinical team advised to continue support as no immediate risk was identified. Device subsequently experienced sudden pump stop resulting in hemodynamic instability. Patient was emergently taken to the or for device removal; clot was noted on the impella 5.5. Va-ECMO initiated for primary support with impella cp for lv unloading. Patient expired while on support, exact date of death unknown. Device performance issues: purge sidearm leak (initial observation), unexpected pump stop during use, and clot formation on device upon removal. Clinical outcome: patient death. The death complaint is attributed to impella 5.5 due to pump failure contributing to hemodynamic compromise. Device malfunction (pump stop) is considered reportable; underlying clinical condition also a significant factor. After review of the case by medical safety, it was determined the event is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem codes) have been updated/corrected, repopulated accordingly. Please note date of death is unknown and has been left blank. Note: h6: component coding and investigation with coding remains unchanged.

Manufacturer narrative:
The investigation of purge leak ¿ pump and pump stop has been completed. The pump was returned and evaluated. Dried dextrose covered the outside of the sidearm retainer. The outer sidearm retainer was removed and purge testing was completed. The low purge pressure and high purge flow reproduced. There was clear leaking from the filter holes on the sidearm. The reservoir had dried dextrose on the exterior but there was no leaking seen inside/around the reservoir. There was also blood ingress found in the purge line past the motor housing. Data logs were not available. Purge leak - pump: the cause of the pump purge leak was most likely a damaged sidearm filter since the leak was reproduced with the returned product but the cause of the damage is unknown. Pump stop: the cause of the pump stop was most likely blood ingress since there was blood ingress observed past the motor housing of the returned product. D9 device returned to manufacturer date added. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29986. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29986.